Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 549 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a correction injection manually to address their elevated bg. Customer updated their pump settings to address the event.